Event description:
I use the dexcom g7 continuous glucose monitor as a type 1 diabetic. I have had two (2) sensors in a row that conveyed inaccurate readings. In addition, the second sensor would not allow corrections when external finger stick glucose readings were used to calibrate the instrument. The first situation happened at night, where the system read a normal-elevated glucose and I was actually suffering a low glucose event. At night. Which is (for my disease), life threatening. I have a cgm to prevent nighttime glucose lows that I am unaware of. I have had previous seizures at night due to low glucose unawareness. The second time, the meter continuously read low, when external finger sticks read 100-150 mg/dl higher than the meter. I attempted to calibrate the meter multiple times and the system refused to use external calibrations and continued to report glucose values up to 200 mg/dl higher than finger stick values (and not consistent with clinical symptoms). There were no external factors (apap use, hydroxyurea use, rubbing or inappropriate placement of the sensor) to affect the readings. It is unacceptable that a medical device, approved by the FDA to monitor glucose in type 1 diabetics, should be reporting glucose values that are grossly inaccurate. The device is unreliable and potentially harmful to patients. I would like a response from the FDA and discussion with an appropriate FDA representative. I am an md with board certification and 30 years practice in pathology. Thanks to the FDA for your attention to this matter and assistance. (B)(6) md, ms, fcap, fabp gi, liver and molecular pathologist (B)(6). Reference report #mw5161687.